Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced pain and difficulty charging do the location of the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg site was relocated. Surgical intervention addressed the issue.